Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a radiofrequency generator. The customer states that after the power to the unit was turned on, the machine started to make different beeping noises. After the catheter was plugged in, the machine started firing on its own - even without the button being pressed on the catheter handle.